Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated low sodium results on six patient samples. Customer reported that when the results did not match the previous results, the samples were rerun on another dxc in the laboratory. Customer reported that two erroneous results were reported out of the laboratory. Customer reported that the two results were amended. Customer reported that patient treatment was not altered. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they have not run the flow cell cleaning in over a month because they did not have time. Bec customer technical specialist instructed the customer to raise the ion selective electrode assembly and examine the flow cell sample path. Customer reported that the sample pathway was dirty from the bottom to the top of the flowcell. Bec field service engineer (fse) replaced the sodium electrode, chloride electrode tip and carbon bridge. The fse verified performance.

Manufacturer narrative:
Evaluation codes - results code - (other): carbon bridge.